Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient inspected the site, but no issues were found with the insertion. However, there were issues with the infusion set cannula, as it did not pass the bendy straw test. The patient reported a high blood glucose (bg) level of 343mg/dl. The patient obtained their bg value from both a continuous glucose monitor (cgm) and a bg meter. They took corrective action by administering a correction bolus via their pump. The patient noticed symptoms three or more hours after insertion. The infusion set was not in use for more than 72 hours. The site was inserted in the abdomen, and the patient regularly rotates site locations. The site area was not impacted in any way. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.